Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2005. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and gel bleed.

Event description:
Healthcare professional reported right side "severe wrinkling," "implant palpability and implant visibility," "wrinkling" and capsular contracture, baker grade unknown. Healthcare professional additionally reported "very severe implant malposition," which is not related to the device. Additionally, healthcare professional reported "gel bleed." Device has been explanted.